Event description:
It was reported through a social media post that the patient states he is no longer able to walk. Has difficulty with the left side of his body and more difficulty with his right side. He also developed what he described as massive infections. It is unclear if the patient was implanted with devices from this manufacturer. No other information was received.